Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the flushing process of the 9x29mm otw omni elite balloon expanding stent (bes), the stent became dislodged. Therefore, the bes was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, the return device analysis found the stent implant was stationary and tight on the balloon between the markers. The stent was not dislodged from the balloon as reported. The first ring at the distal end of the stent implant was flared. The account confirmed the stent was flared and not dislodged. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported material deformation could not be determined; however, factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during preparation of the device may have contributed to the reported material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b7: other relevant history updated. Correction: h6: medical device problem code 2923 was removed.